Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22/jan/2019. A review of the device history record has been completed. No deviations or non-conformances noted. The event of necrosis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "necrosis."

Event description:
Patient reported left side "necrosis," "inflammation and swelling." Device has been explanted.

Event description:
Healthcare professional additionally reported "wound hematoma"; this event is not device related. Device was discarded.